Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this patient was observed to have a cardiac tamponade. The patient was brought back in and pericardial drainage was performed which helped resolve the issue. The physician believes the rv lead may have perforated the patient causing the tamponade. The rv lead remains implanted and in service. No additional adverse patient effects were reported.